Manufacturer narrative:
Reference MFR report #2916596-2016-02145 for the report of the previous driveline infection. (B)(4). Approximate age of device: 9 months. The patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was seen by infectious disease (ID) due to drainage at the driveline site. The patient was started on 6 weeks of doxycycline. No cultures completed as patient had previous staphylococcus infection at the driveline site, which had resolved. The patient was placed on oral doxycycline for 15 days.